Event description:
It was reported that the patient ruptured their posterior cruciate ligament, and was therefore revised to a posterior cruciate stabilizing knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The reported event described the indication for revision to be a ruptured ligament. No device specific failure modes were described. Review of the provided information by a clinical consultant indicated there was no evidence that the reported components contributed to the reported soft tissue damage. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient ruptured their posterior cruciate ligament, and was therefore revised to a posterior cruciate stabilizing knee.